Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding occlusion alarms and multiple cartridge alarms (cartridge alarm 1 with multiple cartridges during bolus delivery. There was no reported impact to customer's blood glucose level.